Event description:
It was reported to philips that the system did not complete the boot up process. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Phillips the field service engineer (fse) visited the site and observed that the flat detector (fd) intermittently fails the post. After reviewing the log, fse found error message on fd controller. The detector controller and the low-voltage ids power supply had already been replaced by the hospital biomed. To resolve the issue a full system shutdown was performed, including switching off the pdu at the wall. After full system shut down including switching off the pdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.